Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, the alleged false altitude alarm issue was also verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 200 mg/dl. Customer reverted to an alternate method of insulin delivery.